Event description:
A doctor alleged that three (3) patients experienced the debonding of veneers after placement with nx3 cement and optibond xtr. This is the first of three (3) reports.

Manufacturer narrative:
To date, the patient is doing fine; the veneer for the central tooth was re-cemented using the same product, without further incident. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations could be conducted.